Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed a red screen on the programmer due to a da error. No device data was provided for evaluation. A boston scientific technical services consultant discussed the da error was a self-correcting memory corruption. Normal device operation was observed during the follow up. No adverse patient effects were reported.